Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown medication via an implantable pump. It was reported the patient had a magnetic resonance imaging procedure (MRI) on (B)(6) 2020 and the pump was read at 1 pm (at the time of the call, same day as the MRI) and the pump did not show a motor stall recovery. No symptoms were reported. No further complications were reported or anticipated.